Event description:
Pt reported intra oral injury sustained during hernia surgery likely due to intubation with cuffed sz 8 endo tube. Pt stated he woke up with it. Reports being fine pre op but could tell something was not right on right side of gums. Injury did not heal so pt followed up with pcp and dentist. Given prescription for oral rinse and antibiotic. Pt eventually removed a small piece of plastic from injured area. Lesion healed in 5-7 days with no further problems. Pt believes the foreign body is from plastic injection below molding from making the endo tube.